Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is on going at this time. A f/u report will be provided when the investigation results become available. (B)(4).

Event description:
(B)(4).